Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient wanted to know if it was possible for their unit to completely stop the progress of urination for any reason at all. The patient said that yesterday they discovered that they couldn't urinate and for some reason or other it had been fine just 2 hours prior and then it didn't start again until later in the afternoon. The patient mentioned that there maybe some blockage on their side. The call was disconnected. Agent unable to verify doctor information.